Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). The device is undergoing an evaluation but has not yet been completed. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 88, 65 and 86 mg/dl. Customer is also concerned with meter to meter comparison results of 181 mg/dl using true metrix air meter and 235 mg/dl using another device (non-fasting) and 79 mg/dl using truemetrix air meter and 107 mg/dl using another device (fasting). The customer's expected fasting blood glucose test result range is 90 - 110 mg/dl. The customer stated that she is insulin dependent and needs to ensure that her meter is accurate. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2019, a back to back blood test was performed by the customer fasting and produced test results of 91 mg/dl and 89 mg/dl using truemetrix air meter. The product is stored according to specification in the family room. Test strip lot manufacturer's expiration date is 07/19/2020 and test strips were opened one week ago. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #: (B)(4) returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-55-user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI#: (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 88, 65 and 86 mg/dl. Customer is also concerned with meter to meter comparison results of 181 mg/dl using true metrix air meter and 235 mg/dl using another device (non-fasting) and 79 mg/dl using truemetrix air meter and 107 mg/dl using another device (fasting). The customer's expected fasting blood glucose test result range is 90 - 110 mg/dl. The customer stated that she is insulin dependent and needs to ensure that her meter is accurate. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on 02/26/2019, a back to back blood test was performed by the customer fasting and produced test results of 91 mg/dl and 89 mg/dl using truemetrix air meter. The product is stored according to specification in the family room. Test strip lot manufacturer's expiration date is 07/19/2020 and test strips were opened one week ago. The meter memory was reviewed for previous test result history: result 1:108mg/dl, date: (B)(6) 2019, time:6:30pm, fasting; result 2:88mg/dl, date: (B)(6) 2019, time:3:38pm, fasting; result 3:88mg/dl, date: (B)(6) 2019, time:1:24pm, fasting; result 4:65mg/dl, date: (B)(6) 2019, time:10:20pm, fasting; result 5:86mg/dl, date: (B)(6) 2019, time:2:58pm, fasting.